Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the newly registered patient took around 10 minutes to show up on the station. A technical support specialist dialed into group 3 and logged into the enterprise server webpage, confirmed that all three orders had crossed to the enterprise server, checked the latest sent times and found no errors. Health sight viewer (hsv) also showed no errors, although the device was in a manually applied critical override. In external messaging, noted a one-hour delay, but the most recent messages were crossing on time, restarted the external messaging services and asked the customer to monitor new orders; however, enterprise server continued receiving messages from carefusion coordination engine (cce) with a one-hour delay, escalated the case to the interface queue for further investigation, tss then dialed into station and found that the station was set to eastern standard time (est) while the server was on central standard time (cst). The station time was indicating one hour behind, identified that a previous agent had mistakenly changed the time without verifying the time zone, tss corrected the station times to match eastern standard time (est) and requested confirmation of the proper time zone. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, newly register patient take around 10 min time to show up on the device. This happened for the newly registered patients with all the med stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.